Event description:
Information received indicates the bed is drifting down.

Manufacturer narrative:
The technician found oil on the brake spring and washer which caused the bed to drift. The technician cleaned the brake spring and washer to repair the bed.